Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood and over-torque of the inner coil. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure of his bundle pacing lead, lead dislodgement was observed. Failure to extend lead helix was also noted. The physician suspected lead helix malfunction. The lead was not implanted and was replaced without issue. The patient was discharged in the next day with no complications.